Event description:
Incident as reported: "due to the pharmacist, the uretheroscope stuck in the access sheath; finally the procedure had to be extended in order to remove both (scope and access sheath). The access sheath was handed over to the medical device technology department and can be picked up from there. Caution: device is not washed and is contaminated with blood and pus." Patient status: well. Type of intervention: operative removement of the access sheath and the scope out of the patient.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.